Manufacturer narrative:
The attachment was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corrosion inside the device. The attachment was scrapped and replaced.

Event description:
It was reported that the attachment began overheating during a surgical procedure. The case was successfully completed with another set. There were no adverse consequences reported as a result of this event.